Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an exploratory laparotomy, staples appeared not to form on first firing and second firing with blue reloads. The drivers did not appear to push up the staples; some staples were delivered and formed. It did not appear that the cut lines and staple lines were equal in length. Completed the case with tlc75 stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r5ae2m. Device evaluation summary: the analysis results found that the tlc10 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired and with only 12 b-formed staples inside of the pockets. In addition, two more reloads were received inside of a plastic bag - tcr10 and trt10. The reloads were returned fully fired. The reload tcr10 was noted to have 10 b-formed staples inside of the pockets. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.